Event description:
Liposuction tubing with solution broke during use and wetting solution went everywhere solution leak came from flexible tubing area device zip tie not secure/broken allowing solution to leak from this connection point.